Manufacturer narrative:
Manufacturer requested the unit be returned for failure analysis. End user would not return unit.

Event description:
The unit was being unloaded at the hosp onto a concrete drive. The cot was placed in the travel position. The foot end of the unit fell to the ground.